Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error due to the mainboard being defective. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has been returned for evaluation. A visual inspection found no defects, the functional evaluation found the device was unable to be switched on, establishing a relationship between the event reported. The root cause was identified as a failed main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. (B)(6)